Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced infection at the abutment site and a loss of osseointegration resulting in fixture loss. Subsequently, the patient was administered oral antibiotics (date not reported). There are plans to reimplant the patient with a new device, however, this has not occurred as of the date of this report.